Manufacturer narrative:
Device code 1069 was uncorrected and was deleted. The device codes in this supplemental are the correct device codes for this case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the sensor was broken. The customers blood glucose value was 99 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was reported that they received calibration not accepted alert, change sensor. The sensor will be returned for analysis.